Event description:
On (B)(6) 2012, my glucose levels were uncontrollable. I have been a type one diabetic for 35 years and dependent on the medtronic minimed insulin pump for the last 15. I began experiencing high glucose levels approximately two days prior to (B)(6), so I started the protocol of injecting insulin via a syringe to help steady the levels. That did not correct the problem, so I removed the current infusion set and reinserted another one. Still not much of a change. So I continued this injecting and changing out infusion sets. My son finally called 911 and I was taken to the ER. I spent three days in the hospital due to this issue. This is a good time to note that I have only been hospitalized twice previously for diabetic dka both times in the 1980's. After being released from the hospital, I contacted medtronic and was sent new infusion sets and asked to return any of the defected ones. Since that time I have had over 20 infusion sets fail and cause tremendous strain on my well being. Luckily, I have noticed the situation before it became too serious or I have felt the cannula catch on the needle and I am removing the needle. Unfortunately, I experienced yet another episode yesterday. When I woke up, my glucose level was elevated and I quickly fell into a life threatening situation. I rectified the situation but not going through three infusion sets to find one that worked. I discovered last night that there has been two recalls on the paradigm infusion sets both in 2004 and 2009 non including the infusion sets I have but obviously there is a much greater spectrum of defective lot numbers involved. It is 2013 and there still are defects in this product line. I believe because I have state of illinois insurance and was asked to "up grade" my insulin pump to the paradigm that I am a victim of receiving lesser quality of medical care and faulty product because of the state subsidized insurance. Every 3 days sq. Still using (B)(6) 1998 - (B)(6) 2013. Reason for use: type one diabetic. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.